Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal [2000 mcg/ml] at a dose of 350 mcg/day. It was reported a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. Per the event logs, there had been numerous motor stalls and recoveries per the representative. For example, on (B)(6) 2017, a motor stall occurred with recovery 40 minutes later. On (B)(6) 2017, another stall occurred, and on (B)(6) 2017, there was tube set. On (B)(6) 2017 there was the recovery, but then another stall that same day. There had been stalls/recoveries going on and on in the event logs per representative. The representative did not know of any electromagnetic interference (emi) that might have caused the numerous stalls. On (B)(6) 2017, there were signs of withdrawal symptoms with irritability and increased spasticity per the representative. Oral baclofen was prescribed for the patient by the hcp. The affected pump would be replaced tomorrow ((B)(6) 2017) per the representative. The representative would confer with the hcp. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the patient¿s symptoms had resolved; a new pump was implanted. The patient was started on the original dose and was discharged from the hospital after the replacement surgery. The patient¿s weight was not available per the hcp. The pump was explanted and would be returned for analysis. Pump logs provided by the representative showed there had been at least 14 stalls with recoveries between the dates of (B)(6) 2017. Tube set occurred on (B)(6) 2017 at 9:35 and (B)(6) 2017 at 01:58. Estimated elective replacement indicator (eri) was 44 months.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from the rep on (B)(6) 2017. The pump was returned to the manufacturer for analysis. Additional information was received from a hcp on 2017-apr-07. It was reported that there was pump motor stalls and baclofen under dosing. The programming date from the most recent refill prior to the event was (B)(6) 2016 at 13:02. Lioresal was reported to have been used at the time of the event. The patient recovered without sequela ((B)(6) 2017). The intervention consisted of an explant and not a replacement. The event resulted in in-patient/prolonged hospitalization and an unscheduled clinic/office visit. Logs indicate that there were several motor stalls since (B)(6) 2017 with the last stall around (B)(6) 2017. The date of the test was (B)(6) 2017. It was indicated that the event was related to the device/therapy. It was also indicated that the event was not related to the implant procedure. It was stated that the patient¿s mother phoned the clinic on (B)(6) 2017 and stated that patient¿s pump had been going off (beeping) for about a week, she was instructed to bring patient in to the clinic to be evaluated. Upon evaluation of the pump the logs, it was indicated that the pump had stalled off and on since (B)(6) 2017. It appeared the last stall was on (B)(6) 2017. The patient had been experiencing increased irritability and arms and legs were shaking a lot especially while in bed. The event resulted in medical/surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. At the time of the report, the pump had 3.5 years of service left. It was reported that this event was unable to be filed sooner due to the lack of clinic and out-patient note being entered in the patient¿s electronic medical record by the nurse practitioner and neurosurgeon. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump motor with a feedthru anomaly of shorting across the insulator. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving lioresal (2000 mcg/ml at 350.8 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported a motor stall occurred on (B)(6) 2016 at 04:52 and recovered on (B)(6) 2016 at 05:29. A motor stall occurred on (B)(6) 2016 at 16:25 and recovered on (B)(6) 2016 at 17:02. A motor stall occurred on (B)(6) 2016 at 02:46 and recovered on (B)(6) 2016 at 03:23. A motor stall occurred on (B)(6) 2016 at 18:35 and recovered on (B)(6) 2016 at 19:13. A motor stall occurred on (B)(6) 2016 at 20:28 and recovered on (B)(6) 2016 at 21:05. A motor stall occurred on (B)(6) 2016 at 22:19 and recovered on (B)(6) 2016 at 22:56. A motor stall occurred on (B)(6) 2016 at 10:51 and recovered on (B)(6) 2016 at 11:43. A motor stall occurred on (B)(6) 2016 at 13:48 and recovered on (B)(6) 2016 at 14:49. A motor stall occurred on (B)(6) 2016 at 18:28 and recovered on (B)(6) 2016 at 19:05. A motor stall occurred on (B)(6) 2016 at 21:33 and recovered on (B)(6) 2016 at 22:10. A motor stall occurred on (B)(6) 2016 at 22:48 and recovered on (B)(6) 2016 at 23:49. A motor stall occurred on (B)(6) 2016 at 01:50 and recovered on (B)(6) 2016 at 01:59. A motor stall occurred on (B)(6) 2016 at 22:33 and recovered on (B)(6) 2016 at 01:00. The patient and her mother noted the patient had been irritable and her arms and legs were shaking a lot, especially when she was in bed. Patient came into the clinic and the pump was evaluated. Additional medical history included traumatic brain injury (tbi) secondary to a motor vehicle accident. Concomitant medications included prozac (fluoxetine hydrochloride) at 20 mg once daily, keppra (levetiracetam)at 1500 mg once daily, catapres (clonidine hydrochloride) 0.1 mg at 1/4 (0.025 mg) tablet once daily, and lortab 7.5/325mg (hydrocodone bitartrate and acetaminophen) every 6 hours, as needed. No further complications were anticipated/reported.